Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often needed multiple attempts for the screen to turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on the proper technique to press the button, and after removing the pump from its case and performing the recommended steps, the caller confirmed the button functioned correctly.